Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed reported during preventive maintenance of c1 ventilator the unit began to alarm te: 231022 (pexpvalve sensor defect) and will not pass flow sensor calibration . No patient involvement.

Event description:
The following was reported to hamilton medical ag: biomed reported during preventive maintenance of c1 ventilator the unit began to alarm te: 231022 (pexpvalve sensor defect) and will not pass flow sensor calibration. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.